Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "system fault 36", system fault 37", "pacer fault 116" and "pacer fault 117" messages. Complainant indicated that there was no patient involvement in the reported malfunction.